Event description:
It was reported to boston scientific corporation that in 2008, a prefyx pre-pubic sling was implanted for treatment of incontinence. On a week later, during a follow up visit with her physician, the patient reported pain to the labial area. Upon evaluation, the physician observed the area to be inflammed and noted what appeared to be a "sting" in that area. The patient was prescribed an oral antibiotic (unknown) and sitz baths. Further follow up, provided on the following month, reports that the patient is doing fine with no complaints of pain and the patient also reports that she remains continent. The inflammation/infection has cleared. The physician will continue to observe.

Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history review was conducted and determined the last 3 lots shipped to the customer before the event date were 9715579, 9670502, and 9719672. A DHR review was conducted on each of the three lots; no issues associated with the complaint were noted. A lot history search was performed. One, non-similar complaint was reported for lot 9715579 and no complaints have been reported on lots 9670502 and 9719672. The march 2008 pre-pubic sling product family trending chart was reviewed, the product family does not show a negative trend. No conclusions could be drawn regarding the possible root cause for this complaint.